Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pelvic pain / pain") and genital haemorrhage ("abnormal bleeding / inconsistent, abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1997, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010), brain operation ((B)(6) 2010 and (B)(6) 2011) and ectopic pregnancy in 2005. Previously administered products included for an unreported indication: ativan from 2012 to (B)(6 )2018. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), abdominal pain ("severe, stabbing abdominal pain"), abdominal pain lower ("cramping") and depression ("depression"). In 2015, the patient experienced visual impairment ("vision worsened/vision changes"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with urticaria and rash, anxiety ("extreme anxiety"), panic attack ("panic attacks"), uterine polyp ("polyps on uterine walls"), uterine cyst ("cyst on uterine walls"), diplopia ("double vision"), vitreous floaters ("floaters"), dry eye ("dry eyes"), vulvovaginal pain ("stabbing pain in vaginal entrance"), tinnitus ("ringing in ears"), arthralgia ("body/joint aches"), dizziness ("dizziness became worse"), pain ("body aches"), skin irritation ("irritations") and dry skin ("dry skin"). The patient was treated with antidepressants and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, alopecia, nausea, feeling abnormal, memory impairment, vaginal haemorrhage, menorrhagia, hypersensitivity, panic attack, uterine polyp, uterine cyst, diplopia, vitreous floaters, dry eye, abdominal pain, vulvovaginal pain, arthralgia, dizziness, abdominal pain lower, depression, pain, skin irritation and dry skin outcome was unknown and the abdominal distension, anxiety, tinnitus and visual impairment had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, depression, diplopia, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, memory impairment, menorrhagia, nausea, pain, panic attack, pelvic pain, skin irritation, tinnitus, tooth disorder, urinary tract disorder, uterine cyst, uterine polyp, vaginal haemorrhage, visual impairment, vitreous floaters and vulvovaginal pain to be related to essure. The reporter commented: essure (or any part of the device) removed, planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Event pelvic pain make medically significant and intervention required. Essure removal date were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pelvic pain / pain") and genital haemorrhage ("abnormal bleeding / inconsistent, abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6)1997, (B)(6)2005,(B)(6)2006, (B)(6)2010), brain operation ((B)(6)2010 and (B)(6)2011), ectopic pregnancy in 2005, superior semicircular canal dehiscence, visual disturbance, d & c and endometrial polyp. On (B)(6)2012 : gynecology progress note chief complaint: pt here for post op after essure history of present illness: the patient presents with follow-up after surgery. Doing well. Pain well controlled. Activity level increasing without dfficulty. Had slight cramps x 1 day- doing well. Will be using condoms for be until hsg. Impression and plan postoperative follow-up course: improving, progressing as expected plan: hsg in 3 months. On (B)(6)2015 : gynecology progress note interval history general exam superior canal dehisense syndrome- some intermittant dizziness and visual changes. Contraception management last menstrual period (B)(6)2015. Contraception essure. Associated symptoms characterized by dyspareunia and pelvic pain that she is concerned may be secondary to essure, no intermenstrual bleeding or irregular menses. Impression and plan: diagnosis: dyspareunia. Previously administered products included for an unreported indication: ativan from (B)(6)to (B)(6)2019. Concurrent conditions included body mass index normal. Concomitant products included ascorbic acid, cyanocobalamin (vitamin b-12) and lorazepam (ativan). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("severe, stabbing abdominal pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental issues"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), anxiety ("extreme anxiety"), panic attack ("panic attacks"), tinnitus ("ringing in ears/ other injury(ies) or complication(s): please describe: ringing in ears,"), abdominal pain lower ("cramping"), depression ("depression") and menstruation irregular ("irregular menses"). In 2014, the patient experienced arthralgia ("body/joint aches"). In 2015, the patient experienced uterine polyp ("polyps on uterine walls"), uterine cyst ("cyst on uterine walls"), diplopia ("double vision"), vitreous floaters ("floaters"), dry eye ("dry eyes"), vulvovaginal pain ("stabbing pain in vaginal enterance"), visual impairment ("vision worsened/vision changes"), skin irritation ("irritations") and dry skin ("dry skin"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") with urticaria and rash, dizziness ("dizziness became worse") and pain ("body aches"). The patient was treated with antidepressants, crown dental care, medication, surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and vaginal ultrasound. Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, alopecia, nausea, feeling abnormal, memory impairment, vaginal haemorrhage, menorrhagia, hypersensitivity, panic attack, uterine polyp, uterine cyst, diplopia, vitreous floaters, dry eye, abdominal pain, vulvovaginal pain, arthralgia, dizziness, abdominal pain lower, depression, pain, skin irritation, dry skin and menstruation irregular outcome was unknown and the abdominal distension, anxiety, tinnitus and visual impairment had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, depression, diplopia, dizziness, dry eye, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, memory impairment, menorrhagia, menstruation irregular, nausea, pain, panic attack, pelvic pain, skin irritation, tinnitus, tooth disorder, urinary tract disorder, uterine cyst, uterine polyp, vaginal haemorrhage, visual impairment, vitreous floaters and vulvovaginal pain to be related to essure. The reporter commented: essure (or any part of the device) removed, planning for essure removal discrepancy noted dates of insertion : (B)(6)2012, (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound pelvis - on (B)(6)2016: general information: indication: pelvic pain, essure technique: transabdominal, transvaginal procedure tolerated well. Complications: none findings: uterus: no significant findings,. Small echodensity w/in endometrial cavity- possible polyp ovaries: no significant findings. Bilateral follicles fallopian tubes: no significant findings, essure devices seen x2 overall interpretation: findings consistent with normal gyn us. Orderspelvic us essure location and us salpinpectomy. Concerning injuries reported in this case the following ones were described in patient medical records: dizziness, dyspareunia, pelvic pain, headache., body/joint pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on(B)(6)2019: plaintiff fact sheet and medical records received- event "irregular menses", reporter, medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.